Event description:
Report received of a non-delivery of IV fluids. It was reported that a pt was receiving d5 1/2ns at 70ml/hr. According to the report, no drops were seen in a drip chamber. The pump display indicated that 218ml had infused, but the bag was still full. The tubing was repositioned and drops were then reported to be seen in the drip chamber. It was reported that the tubing was misloaded and after repositioning, the infusion continued without incident. There was no reported adverse patient event. Though requested, there was no further info available.